Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.